Manufacturer narrative:
Correct information was received on march 2, 2026. The initial product information (article-no. 66176ha; vet product) received from the customer was not correct. The correct article-no. Is 26176ht. The product concerned (26176ht) is also intended for use during human medical procedures. Apart from this, the information regarding this case did not change. Therefore, the reporting decision remains the same and the case is still deemed reportable as a malfunction. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the forceps have stopped working. The insert looks to have been pulled away from the handle and now a wire is disconnected (she thinks someone may not have pushed the button to release the insert). Unfortunately, did not have a spare and already cauterized the ovary, will need to convert to an open procedure". No negative impact on the state of health for a human is reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).